Event description:
A physician reported corneal burn occurred during phacoemulsification phase of a cataract procedure. The surgeon sutured the wound in order to close it. The procedure was completed with the same handpiece and fluidics management system (fms). At the end of the procedure, the cornea was not clear at the periphery. The surgeon was going to follow up the patient if the vision is impaired.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that the cataract procedure went quite normal until the beginning of the phacoemulsification step, when the surgeon noticed corneal burn and stopped the procedure. It was observed that the aspiration values were set at higher range. The physician lowered that aspiration values and the procedure was completed using the same handpiece and the cassette without any further problems. The surgeon noticed corneal clouding and corneal deformation due to the corneal burn. The surgeon sutured the corneal wound. The patient experienced corneal astigmatism and decreased visual acuity. During post-op follow up, it was noted that the cornea has become transparent and the contraction folds have been diminished. The patient's current visual acuity was not provided.